Manufacturer narrative:
The reported complaint of sensing anomaly was confirmed. Based on the information provided, it was observed that there was a single-beat inhibition when switching to the ventricular iegm configuration. The root cause of the inhibition was due to the firmware not switching the iegm configuration during ventricular refractory. The reported events of over-sensing, and incorrect measurement were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed under nominal and field settings measured normal data with normal device functionality. Further sensitivity test performed at most sensitive settings found sensing parameters within normal range, and no sensing anomaly was observed. Additionally, visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No other anomalies were noted.

Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the pacemaker exhibited a sensing anomaly, leading to a single beat of pacing inhibition. The pacemaker was explanted and replaced. The patient was in stable condition.